Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was removed on (B)(6) 2024.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that device was removed and replacement is planned for (B)(6) 2024.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rmmq ,serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Analysis of the ins (B)(6) revealed that the ins passed functional testing. Analysis of the lead (lot va2rmmq) revealed that there was a break in the insulation under the 0 connector at the proximal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep indicated that the patient handset was not connecting to the ins. The patient claimed that the issue started about 3 weeks ago and they contacted the rep about the issue shortly after. The patient reported that they did not have any falls around the time when this started. The ins was superficial. The rep indicated that they had met with the patient 2-3 weeks ago and had the same issue connecting. They were able to get the clinician application to connect one time at that meeting. They had tested the battery status and it showed ok. The impedances were also tested and the caller indicated that they were normal. The caller stated that they had used two handsets and 5-6 communicators to try to connect to the ins. Today they were able to connect to the ins one time using the clinician application. During the call the caller was not able to connect to the ins. When the caller attempted to connect, the application displayed a message that said device not responding. During one attempt the clinician application displayed a message that said operation failed please try again. The rep removed the device and then tried to connect to the ins. The clinician application found the serial number of the ins but then displayed a message that says device not responding reposition the communicator. The rep made many attempts to communicate with the communicator in different locations over the ins and the communication was unsuccessful in each attempt. The issue was not resolved through troubleshooting. The caller will follow-up with the hcp and they will review the possibility of replacing the ins. Additional information was received from multiple sources. The manufacturing representative (rep) responded to a follow up attempt. When asked what the cause of the difficulty connecting the handset to the ins they sated that is was unknown. When asked what steps were taken to resolve the issue they stated that they looked into the warranty program offered and the patient was scheduling an appointment with their physician. The issue had not yet been resolved. The patient also called in on 2023-dec-05 and noted that their issue persists. They noted that the rep has met with them multiple times and the rep believed the issue was the ins itself. The patient stated multiple communicators (one that was for certain a new product) and handset had been used and the issue continued. The patient stated they saw their managing hcp last friday and they were not able to connect to the ins. The patient stated they spoke with the rep yesterday and the rep noted they were talking with someone in the company for further guidance. Patient asked that agent to email the rep and noted that initially their components had worked. An email was sent to the rep to inform them of the call.

Event description:
Additional information was received from the healthcare professional. A warranty claim was submitted indicating the devices was not functioning within normal tolerances.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rmmq, implanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.